Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, during the implant procedure when the cylinder was being placed proximally, it tore. The cylinder was replaced with a new one.

Manufacturer narrative:
Cylinder 1 was received for evaluation. No functional abnormalities were noted with cylinder 1. The information received indicated the cylinder tore, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during the implant procedure when the cylinder was being placed proximally, it tore. The cylinder was replaced with a new one.